Manufacturer narrative:
An event of residual leak was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was chosen to implant in a 10mm patent foramen ovale (pfo) defect using an unknown delivery system. During the procedure, a residual leak was showed in transesophageal echocardiogram (tee) and balloon. The device was not removed from the patient prior to release from the delivery cable. The physician removed the device with snare. The physician confirmed there was no additional product experience other than the mis-sizing. After that, they tried 3 unknown size non abbott devices but it doesn't work well. A new 48mm size gore device was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure.